Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and prolapse and mesh was implanted. It was reported that following insertion, the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was also reported that the patient underwent partial removal on (B)(6) 2011 and (B)(6) 2012 due to erosion and bleeding. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary tract infection.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with robotic-assisted laparoscopic sacral colpopexy, and cystoscopy on (B)(6) 2010 and both tvt and gynemesh were implanted.